Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The returned device was visually examined, and the following was observed: the valve stuck inside the sheath shaft. The liner was fully expanded, as designed. The guidewire caught on the distal tip. The distal tip opened but split. There were two kinks in sheath shaft at 3cm and 9cm from strain relief. The complaint for split sheath distal tip was confirmed based on evaluation of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Review of the device history record did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of instructions for use/training materials revealed no deficiencies. Per evaluation of the returned device, the distal tip was split, and two kinks were observed on the sheath shaft. Additionally, the guidewire was caught on distal tip. Per follow-up with field clinical specialist, the degree of calcification in patient's access vessel was mild to moderate. It is possible for the tip to interact with calcification causing it to split. Moreover, if guidewire got caught on distal tip, this could lead to the reported tip split. Excessive manipulation when handling the devices may have led to interaction of the devices with the native vasculature and the guidewire, resulting in the observed damage on the returned device (tip split, shaft kinks). As such, available information suggests that patient factors (calcification) and/or procedural factors (guidewire caught on distal tip, excessive manipulation) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-01207.

Event description:
As reported from our affiliates in canada, it was a case of an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, while advancing the commander delivery system through the esheath, the guide wire got stuck. The guide wire was pushed forward but it was bent and caused a left ventricle perforation. This led to cardiac tamponade and bleeding into the pericardium. The team attempted to rescue the patient; however, the patient expired. When the commander delivery system was removed from the patient, a kink was noticed in two places. The perceived root cause of this event was the resistance in the system that caused the kink. During pre-decontamination observation, it was found that the esheath distal tip was split.